Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and found no issue with the system. The fse spoke with the customer who indicated that they had issues with turning the system on during the weekend, but no issues were noted at the time of the inspection. Analysis of the log files did note an irregular start-up but did not confirm any other issues. The system was in use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up, giving an error indicating the generator was busy. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.